Event description:
The facility reported a flogard infusion pump that presented an "alarm 38". It is unknown if this event occurred during patient use. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with a "38" was confirmed. Service determined that the cause was due to the left force sensing resistors (fsr) being damaged. The fsr was replaced onsite at the facility by a baxter field service technician to resolve the issue.